Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 with a blood glucose of 700 mg/dl. The customer reported his blood glucose were off for a few days leading to the hospitalization. The insulin pump was removed from the customer and the customer was placed on manual injections as a result of the hospitalization. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found the insulin pump passed the high pressure test. The customer declined to check for site/insulin issues. The customer's current blood glucose was 107 mg/dl. The insulin pump will not be returned for analysis.